Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a dislocation, or dislodgement, of the left ventricular (lv) lead and had a re-operation (implant of an epicardial lead). The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the event was reported in error and the lv lead did not exhibit dislodgement.